Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she started having trouble with both eyes and has to use steroid medication twice a day. She had another opinion and was told that she had an infection in both eyes. Additional information was provided by the consumer, who reported that her symptoms are improving. She reported that the doctor never diagnosed her with an infection in either eye. She feels what she experienced was an infection but not sure. She doesn't think it's the lens. No further information is expected as the consumer request that the surgeon not be contacted. There are two medical device reports associated with this consumer. This report is for the left eye.